Event description:
Patient contacted dexcom to report low audio output. The patient did not report any medical intervention or injuries.

Manufacturer narrative:
Product return received for receiver. Product investigation concluded there was moisture damage and that the universal serial bus (usb) case interface was broken.